Manufacturer narrative:
Medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. Medical device lot #: 9319770 was reported, however, this is not a manufactured lot# for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that non patient end of needle separated after use and was stuck in stopper exposing needle with a bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. The following information was provided by the initial reporter: (1 of 2 complaints) it is reported non patient needle broke off, sticking to vacutainer stopper as well as exposing needle. Additionally, on 2020-05-12 the bd sales consultant provided the following additional information: customer response, - "what specific date did this incident occur? ((B)(6) 2020), was there any exposure to blood/bodily fluids? (No, blood sprayed out but did not make contact with rn), how many times has this situation occurred? (This is the only time reported.), were there other tubes drawn before the pst tube? (Yes, one gold top bd vacutainer tube ref (B)(4)), what was the llad attached to? (An extensions set, baxter one-link, non-dehp microbore catheter extension set item 7n8300), was it connected tightly? (Yes).

Event description:
It was reported that non patient end of needle separated after use and was stuck in stopper exposing needle with a bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. The following information was provided by the initial reporter: (1 of 2 complaints). It is reported non patient needle broke off, sticking to vacutainer stopper as well as exposing needle. Additionally, on 2020-05-12 the bd sales consultant provided the following additional information: customer response, "what specific date did this incident occur? ((B)(6) 2020), was there any exposure to blood/bodily fluids? (No, blood sprayed out but did not make contact with rn), how many times has this situation occurred? (This is the only time reported.), were there other tubes drawn before the pst tube? (Yes, one gold top bd vacutainer tube ref 367977), what was the llad attached to? (An extensions set, baxter one-link, non-dehp microbore catheter extension set item 7n8300), was it connected tightly? (Yes).

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for non patient cannula breaks off with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to non patient cannula breaks off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.